Event description:
It was reported that the customer had two cracks near the battery compartment of the insulin pump. There was one crack above the display and one near the right side. Customer's blood glucose level was 136 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.